Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Customer service provided pump reset instructions, and the caller successfully reset the pump and started a new sensor session without encountering the error again.